Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that having issue with the mutiple order for the same patient not showing on the station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that order showing up on the server but not the station. A technical support specialist dialed into the server and checked query error message for the orders and the results return with 'rx order msg component type not provided'. The issue occurred because incomplete details were sent from adt to es. Upon reviewing both patients, it was found that the missing information was the component type. Adt needed to resend the update messages with the complete details in order for the order to appear in the station. The system functioned as intended after the technical support specialist troubleshot.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that having issue with the mutiple order for the same patient not showing on the station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient there were no adverse events or injuries reported based on this event.